Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, a smoke emitted and the device caught fire (like a match) when the non-insulated part of the device touched nearby forceps. The device was replaced but the issue was duplicated; non insulated part of the device emitted smoke and caught fire. The issue occurred while working on mesentery. New device was opened, and it worked fine. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found the metal tip of the electrode to be charred and slightly deformed. The investigation of the returned equipment did not identify any defects that would have caused or contributed to the reported event. Visual inspection found that the device was assembled correctly. The tip of the electrode was found to be charred and deformed. The sparking and heating associated with electrosurgery can provide an ignition source. Pmv did not identify any manufacturing/material defects that could possibly contribute to the observed damage. The device tested satisfactory and passed hipot testing. The investigation found the device to function normally and within specifications. The instructions for use (IFU) warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.